Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to off label use, contrary to the warnings listed in the instructions for use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaints for this lot number from this customer was found.

Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a follow-up appointment with the physician, it was discovered that the drainage catheter being used as a feeding tube had fractured within the patient and had transected the patient's bowel. The physician used a vascular snare device to successfully retrieve the detached tip from the patient. Perforation of the patient's bowel could not be identified. A new drainage catheter was placed for patient nourishment. The patient tolerated the procedure well and was discharged to home the next day with no additional consequences to report.